Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 325cc saline catalog #3501650 lot #245384. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Left breast prosthesis deflation was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 4/27/2018. The final fill volume of the deflated prosthesis was 340ccs. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed (right- catalog #3501645, serial # (B)(4)/ left- catalog #3501645, serial # (B)(4). The mentor failure analysis lab received the device for evaluation on 4/27/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 245384 was reviewed on 7/11/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/15/2018. Device evaluation summary: it was reported that a (B)(6) year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Left breast prosthesis deflation was determined. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the juncture with the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the origin of the yellow material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).